Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high when compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 8am). The patient reportedly obtained a blood glucose reading of ¿85mg/dl¿ with the subject meter. The patient does not manage his diabetes with oral medication or insulin. According to the csr¿s documentation, after obtaining the reported reading (¿85mg/dl¿), the patient went for a walk and a few minutes later the patient reportedly developed symptoms of sweating and a rapid heart rate. At the onset of his symptoms, the patient reportedly went back home and treated himself with juice; he reportedly began to feel better some time later. Within 30 minutes from obtaining the reading of ¿85mg/dl¿, the patient reportedly had obtained a blood glucose reading of ¿58mg/dl¿ with another device (onetouch vita). During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptom suggestive of a serious injury after the alleged product issue began.